Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model:sc-2316-50, serial: (B)(4), batch:17539404.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were discarded in the medical facility.